Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had been experiencing elevated blood glucose (bg) levels ranging from 260 mg/dl to 358 mg/dl. Reportedly, the customer suspected that the issue was with the "pump failing." The customer attempted to address high bg by changing out all supplies and delivering a bolus. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended. The customer requested a replacement pump as "they don¿t believe the pump is working anymore." Reportedly the customer continued to use the pump for insulin therapy until replacement pump arrives.